Event description:
IV catheter inserted on (B)(6) 2015 by a crna. It was used for IV contrast and IV medicines. On (B)(6) 2015, rn removing catheter noted plastic part had broken off at hub and believed it was still in pt's vein. Md and nursing supervisor notified md assessed pt. Consulting surgeon. Removal of catheter was planned and completed surgically on (B)(6) 2015 with use of fluoroscopy.